Event description:
It was reported that upon opening the package, the lead helix was found to be extended a small amount while still in the package. Upon testing the helix extension, it took over 20 turns to extend the helix, and there was difficulty in retracting it as well. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The helix was distorted/bent, and blood was found on the distal end of the electrode. The lead appeared to have been damaged at implant.

Event description:
It was reported that upon opening the package, the lead helix was found to be extended a small amount while still in the package. Upon testing the helix extension, it took over 20 turns to extend the helix, and there was difficulty in retracting it as well. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.